Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 481mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018. The customer was off the insulin pump less than twenty four hours prior to high blood glucose event.